Manufacturer narrative:
On january 26, 2021 mentor became aware that initial submission incorrectly sated that "a manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted" manufacturer¿s reference number: (B)(4) since no lot number was provided, no manufacturing record evaluation review could be performed.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unknown surgery with a mentor memorygel, 800cc silicone prosthesis experienced unexplained symptoms on unknown side post procedure. The patient reported some issue and did not explain the nature of symptoms. Should additional information become available, this case will be re-assessed, and notes will be updated. No further information was provided regarding this case. Should more information become available, this case will be re-assessed, and notes will be updated.